Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37092, lot# unknown, product type: accessory. (B)(4).

Event description:
It was reported that there was a problem with the patient programmer and the patient was not able to make adjustments both with or without the antenna attached. The programmer would not sync with the implantable neurostimulator (ins). The patient had not used the programmer in a couple months, but they had changed the batteries the day prior to this report. The following day, the patient reported the replacement programmer does not work and it would not communicate. The patient only received a programmer and their antenna would not work with the programmer. The patient tried the programmer with and without the antenna and there was no communication. The patient asked if the ins could be dead because of how long it had been implanted. No falls or trauma was reported. The patient had not used therapy for a few months. Upon device return, analysis of the patient programmer found the telemetry problem was unconfirmed, the antenna jack was tarnished, and the faceplate was scratched. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.